Event description:
A dialysis facility reported that a pt complained of severe cramping, nausea, vomiting and abdominal cramps during a dialysis treatment. Blood was drawn for electrolytes and it was noted the sample was hemolyzed. Treatment was discontinued and the pt was discharged home but was admitted to the hosp later that day due to hypertension. The machine tests were reportedly performed and within acceptable range. The pt has been discharged and is doing fine.